Event description:
The customer called into technical support (ts) reporting that the device alarm led failed alarm occurred. The unit kept operating when the alarm occurred. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient who was using the unit was in acute phase, though occurrence of the alarm did not cause any impact to the use of the unit. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests per philips standards.